Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic the device exhibited episodes of non-sustained lead noise on the ventricular channel due to oversensing of myopotentials. The device was reprogrammed and remains implanted. The patient will be monitored with routine follow-up.